Event description:
It was reported that after a surgery on (B)(6) 2025 the device had loosened and had to be revised on (B)(6) 2025. Per complaint reporter there was no harm for patient, operator or third party.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.